Event description:
Same case as MDR# 2134265-2012-03949. It was reported that during a stenting treatment procedure removal difficulty occurred. The lesion being treated was located in the tibial artery. The physician deployed a 38mm x 2.75mm ion stent in the target lesion at 14atms. The physician advanced a 2.0x220 coyote balloon catheter for postdilation, which it was inflated to10atms. Upon removal of the balloon the catheter caught the stent edge and dragged the stent into the superior femoral artery (sfa). The stent was removed with a snare. Once outside of the patient it was noted that the stent was unraveled and stretched. The procedure was completed with another of the same stent. No further complications were reported and patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it was indicated that the device would not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).